Manufacturer narrative:
Additional information was received that symptoms of infection were redness and fever. Antibiotics were prescribed. The patient was doing well postoperatively and was infection free.

Event description:
A report was received that the patient was admitted due to an infection at the pocket site. There was no indication by infectious disease that it was related to the hospital or physician. The infection was attributed to a poor living conditions. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 20101225, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was admitted due to an infection at the pocket site. There was no indication by infectious disease that it was related to the hospital or physician. The infection was attributed to a poor living conditions. The patient underwent an explant procedure.